Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.

Event description:
Healthcare professional reported a right side "monitor for rupture outside the right pouch", " free silicone particles outside the pocket: 4 o'clock next to the pocket and in the right axillary lymph node, atypical signal on MRI but typical blizzard sign on ultrasound" and "axillary lymph nodes and internal mammary lymph nodes on both sides were reactive inflammation the right side increased in number and was more enlarged than the opposite side", confirmed via MRI. Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. ¿ silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side "monitor for rupture outside the right pouch", " free silicone particles outside the pocket: 4 o'clock next to the pocket and in the right axillary lymph node, atypical signal on MRI but typical blizzard sign on ultrasound" and "axillary lymph nodes and internal mammary lymph nodes on both sides were reactive inflammation the right side increased in number and was more enlarged than the opposite side", confirmed via MRI. Device was explanted.